Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge 5 and 6 alarms using multiple cartridges. The customer's blood glucose level was 174 mg/dl. Upon loading a second cartridge after each alarm, insulin was not observed exiting the cartridge tubing. There was no damage noted to the cartridge. Another cartridge was successfully loaded.